Event description:
The pt underwent a diagnostic procedure. The operator, a ccl nurse in training, attempted arteriotomy closure with the closer tsl 6fr. Device. The device was inserted and deployed. One of the needles was retrieved without the suture cuff. The one harvested suture was cut from the needle and pulled taut. The foot was parked and the operator attempted to remove the device without success. The operator attempted to deploy and park the foot several times, but the device still could not be removed. At this time the physician took over the procedure. He applied force and pulled on the suture, removing it along with the missed cuff. The physician deployed and parked the foot again and the device came out. A second device was inserted for successful closure. The pt recovered without injury.